Manufacturer narrative:
This event is being re-evaluated in 2024 due to newly implemented procedures. As the device failed while in use on a patient, causing doubt in accurate ventilation care, this event is deemed reportable. The device was evaluated at percussionaire and it was determined that the device malfunction was in relation to a cartridge failure. Once the cartridge was replaced, the device functioned appropriately. No additional information was received on the patient status. No patient harm or injury was reported. If any additional information is made available, a follow up MDR will be filed.

Event description:
Per complaint received by the customer, while in use on the patient, the caregiver noted that the device would not percuss/rovide required therapy until it reached 28 psi.